Manufacturer narrative:
Investigation results: DHR we reviewed the DHR for this (B)(4)/ patient ID# (B)(6) / practice ID# (B)(4), qty. (B)(4) assy-500011 (aligners) and (B)(4) assy-500010 (templates) were packaged by the first shift by bag-and-box operation on november 27, 2024, manufacturing supercell sc0, equipment bag-15. The sales order was inspected and met with the acceptance criteria provided by qa. Return we received the return of 2 boxes corresponding to the sales order (B)(4), patient ID: (B)(6). The returned devices correspond to the aligners from stages 6 to 13. The packaging bags were fully closed and sealed. We opened the packaging bag for the stage 6 aligners and did not observe any issues related to sharp edges on the devices inspected.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that the nontemplate aligner arch, the aligners have rough/sharp edges that are cutting the patient's mouth.